Event description:
Patient was revised to treat knee pain. A piece of cement was found in between the femur and insert. Or changed poly and patella as matter of routine.

Manufacturer narrative:
Examination was not possible, as no samples were returned. The investigation was limited to the information provided, as the lot number required to review the device history records and to test the lot-retained samples was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the samples or any additional information be received, the investigation will be reopened.